Event description:
Device report from (B)(6) reports the following: during insertion of a nail, the tip of the threaded driving cap broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation of the complaint instrument has shown that the threaded tip is broken off. There were also hammer blows at the shaft and at the top of instrument detected. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. It is indicative that too much mechanical force had been applied during the surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.